Event description:
Lens opacification was observed approximately 25 months postoperative. Visual acuity at last examination was 20/60. Lens remains implanted in the patient's eye.

Event description:
Lens was explanted due to lens opacification.